Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Device was not returned for additional evaluation and investigation. As additional physical investigation was not performed on the device, a definitive root cause could not be determined for the alleged issue. Representative contacted technical solutions and reported that the patient's physician has been out of the office for the last several weeks, so the representative has not been able to follow up with them regarding the alleged issue and potential pump replacement. A supplemental MDR will be sent if/when additional information becomes available. Internal complaint number: (B)(4).

Event description:
A patient contacted technical solutions to report that they are going to have a pump replacement. Patient reported that every time they went for a refill, medication would shoot out of their pump. A dye study was later performed which the patient stated confirmed that their pump was broken. No additional information was available.